Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right partial knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately two months post-implantation due to unknown reasons. The polyethylene bearing was removed and replaced. Attempts have been made and additional information on the reported event is unavailable.